Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a distal right coronary artery (rca). The patient presented with an st elevated myocardial infarction (stemi) and had left system disease. The left system was treated and then the right coronary artery was treated. A 2.5 x 38 mm xience alpine was deployed in the distal rca and was post dilated with an unspecified balloon catheter. It was observed that the proximal end of the stent had not been post-dilated, so a non-abbott guide wire was advanced to the stent again; however, the guide wire became stuck in the stent. When the guide wire was pulled on there was so much resistance the guiding catheter deep seated. A small balloon catheter was advanced over the guide wire but the guide wire still could not be dislodged from the stent. When the guide wire was pulled hard enough to dislodge the wire, the stent implant elongated which was verified with intravascular ultrasound (ivus). Several more xience stents were implanted to cover the implanted stent. The physician stated that there was no issue with the stent, it was that there was a lack of post dilatation. There was no clinically significant delay in the procedure. No additional information was provided.